Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the infusion set had air bubbles in the cannula. The blood glucose reading was 283 mg/dl, which the customer treated with a bolus. She complained of thirst and frequent urination in the night. She contacted her doctor for high blood glucose. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime, and no leak was noted. Advised the customer to change the entire infusion set, reservoir and insulin. Nothing further reported.